Event description:
The representative reported a team of engineers had visited the physician and identified a potential cause for the lead coiling when the surgeon changed to a longer cannula. The technique was addressed, which had prevented future events. The representative had no further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that during unilateral left lead placement for an essential tremor patient on (B)(6) 2015 there was minor lead body coiling, a curly q was observed after removal of the stylet and lead retraction through the cannula. The lead measurement and depth stop attachment were normal and there were no issues with the removal of the stylet. There had also been movement of the lead tip observed, approximately 0.5 mm upward following the extraction of the lead through the cannula. The lead was manually repositioned to the target via the healthcare professional pushing through the closed stimloc cap. There was no lead damage other than the minor coiling. The lead remained implanted and the patient was closed. The patient's condition was fine and on the day following implant the healthcare professional reported that the lead looked good. Further follow-up is being conducted for device and patient information. If additional information is received, a supplemental report will be submitted.